Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with inhibition of pacing due to post paced t-wave oversensing. Programming changes were suggested but had not been made at this time. No patient consequences reported.